Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis found the device exhibited backup vvi operation due to bus error. The device was cut open and a por was performed. The software could then be successfully reloaded. After the software was downloaded, normal function resumed.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced due to continued loss of communication between programmer and device.